Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator generated a background alert indicating the ventilator entered into backup ventilation. The device was available for evaluation. Review of the ventilator logs confirmed the reported backup ventilation (buv). The service personnel (sp) inspected the ventilator and found unit had a device alert with exhalation pressure reading out of range message in logs. Based upon this, sp replaced the exhalation valve flow sensor (evq). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be established. However, the potential cause of the reported entry into buv was an out of range expiratory pressure measurement which was corrected with the part replacement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a background alert indicating the ventilator entered into backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.